Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the patient's mother and doctor have decided to discontinue use of the animas pump in favor of another device. There is no allegation of an adverse event related to this issue. This case is being reported as it is unknown whether there was any pump malfunction involved in the decision.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.